Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "similar clinical results and early subsidence between the collum femoris preserving and the corail stem: a randomized radiostereometric study of 77 hips with 2 years¿ follow-up" written by liesbeth j. Klein, goran puretic, maziar mohaddes, and johan karrholm published by acta orthopaedica accepted by publisher on 17 december 2018 was reviewed. The article's purpose was to compare the 2 year outcome and radiosterometric pattern of femoral head migration between the collum femoris preserving stem and the corail stem. Data was compiled from 83 patients with 2 year follow up. The article reports none of the corail stems were revised. Figure 2 provides radiographic image and no adverse event noted in caption description. Depuy product: corail stem. Adverse event: one intraoperative fissure (treated with cerclage wire).